Manufacturer narrative:
The device was received with both tamper seals broken, there were 2 counterfeit tamper seals were found on pump. The counterfeit top case and keypad was found on pump, otherwise no appearance of any physical damaged was found. The device history report showed motor rate error. The device was tested using occlusion test and motor rate error was found during occlusion test. The testing found counterfeit black clutch halves. The root cause was customer was using the counterfeit clutch halves in pump. The tech replaced clutch halves, also replaced leadscrew, worm coupling, worm gear, motor bracket and delrin washer for preventive. Performed occlusion test and all functional testing which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device had a motor rate error. No patient injury reported.